Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the articular surface provisional shims were missing the ball bearings.